Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ hlx 2005. It was confirmed by photographic evidence the two headlight handles were missing and also the paint was peeling from headlight and suspension arm. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Regarding broken handles, the photographic evidence shows several severe damages (cracks, missing parts) on the plastic handles. The age of the lighthead (the configuration was manufactured by hereaus over 20 years ago) combined with shocks or mechanical stresses, in abnormal conditions of use, during the handling, are the most probable root causes. These damages do not correspond to a deficiency of the device. The paint chip or paint damages are due to: impacts, collisions (abnormal use). All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Manufacturer narrative:
Event site telephone: (B)(4). Initial reporter was biomedical department. Additional information will be provided following the conclusion of the investigation.

Event description:
On 15th may, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 2005. It was confirmed by photographic evidence the two headlight handle were missing and also the paint was peeling from headlight and suspension arm. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.